Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm and a weak battery alarm. The customer reported that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that they placed a new battery but it would not register. The customer stated that they reinserted the new battery and the insulin pump went to blank display. The insulin pump will not be returned for analysis.